Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after 24 hours of use, the cuff deflated. This resulted in ventilator failure and oxygen desaturation in the patient. No adverse health outcome resulted from this event.